Event description:
An intraocular lens implant made by staar was noted to be defective after being inserted into an eye. The lens has three pieces joined to form the lens and one of the pieces was torn off during insertion. It was noted that this had occurred multiple times (8) with prior similar model lenses from the same MFR. The co allegedly was notified but has not recalled any product to the best of rptr's knowledge. Rptr knows of no investigation to see if this is an isolated event of widespread.